Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error, bolus stopped. The customer¿s blood glucose was 307 mg/dl at the time of incident. The customer also mentioned other blood glucose values such as 177 mg/dl, 300 mg/dl to 350 mg/dl, 160 mg/dl, 180 mg/dl. The customer stated that they were unable to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was also reported that the displacement test was passed. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.